Event description:
Additional information received reported that ¿it was disconnected from the stimulator.¿ it was stated to have happened in april or (B)(6) 2013. The healthcare provider (hcp) did an x-ray. It was also stated that yesterday the implantable neurostimulator (ins) tuned itself on. The patient tried to keep the ins charged. It was mentioned that the patient was to need another surgery. It was also reported that when the patient turned the ins on, his whole left side was ¿on fire.¿ the patient was told that the ¿it was partially connected.¿ it was noted that the patient could not walk right now due to the patient having a prostate surgery. The patient was to have the catheter pulled out on thursday.

Manufacturer narrative:
Concomitant medical products: product ID: 3708320, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3487a-45, lot# v541118, implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3487a-45, lot# v541118, implanted: (B)(6) 2012, product type: lead. Product ID: 3708320, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stimulation was not reaching the patient¿s right leg, only his side. The patient thought that the leads ¿may have¿ moved and he may need another one. The patient stated that he went to turn on stimulation and realized he had a low battery on his rechargeable implantable neurostimulator (ins). The patient stated that he would not be able to charge until later and that he was in pain without stimulation. It was later reported that the patient¿s stimulation was ¿firing up his whole rib section¿ but was not going to his legs. The patient stated that this meant ¿the wires are just there, they aren¿t attached to the pain, to the spine now at all.¿ the patient¿s health care provider reportedly said that it was ¿loose¿ when the patient saw him in april or may. The patient stated that now it was ¿like disconnected totally now.¿ the patient stated that the symptoms had been ongoing for the ¿past couple months.¿ the patient stated that he could not use the device anymore and he would have to have ¿something done at the end of the year.¿ additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).